Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H6: a manufacturing record evaluation was performed for the finished device. Part: 04.043.230s. Lot: 553p309. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23-dec-2021. Manufacturing site:jabil bettlach. Expiry date:01-dec-2031. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for a fracture of the tibial shaft. It was found that the polymer inlay in the most distal screw hole among the proximal screw holes was misaligned when the surgeon attempted to insert the nail over the reaming rod. The nail could not be inserted. The surgeon removed the nail once, adjusted the polymer inlay, and inserted the nail again. The nail was inserted successfully. The surgery was completed successfully within 30 minutes delay. The cause of the misalignment is unknown, as the nail was not handled in any way that would cause the polymer inlay to become misaligned, from nail setting to insertion. Patient outcome is reported as stable. This report is for one (1) tibial nail-advanced / 10mm 330mm / sterile. This is report 1 of 1 for complaint (B)(4).